Event description:
It was reported that the tips of two screwdrivers broke off in screw. Tips and screw removed and replaced. Thirty minute delay in surgery. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Part no. Lot no. Mfg. Date14-500185 pr17c 07/09/09.